Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history reveals no activity outside normal use. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow, ok and contrast buttons were normally responsive and fully functional with normal spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination under the contacts of the keypad buttons and no defects. The bolus button was noted to have intermittent response. The cover was removed from the bolus button for investigation and revealed that the internal plug contact was misaligned. The pump was opened for investigation and did reveal any damage to the keypad flex or connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).